Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient fell on their back after getting out of the pool and a lead image was taken which confirmed a lead migration. The patient was reprogrammed, and the issue was resolved at the time of the report. No surgical intervention was planned or performed at the time of the report. The patient¿s status at the time of the report was noted to be alive with no injury. No patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.